Event description:
During routine handling of product, spd technician discovered that there was what appeared to be a human eyelash contained within the sterile package. Technician quarantined item and reported problem to manager. Thus far, no similar defect has been identified in other product from same lot #.there was no patient contact and no adverse patient event.the site has advised the manufacturer and they are returning the product to them.